Event description:
The facility reported a syndeo syringe pump with multiple shut down logs. This event occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The device has not yet been received at baxter for evaluation. Should the device be received, a follow-up medwatch will be submitted with the results of the evaluation.